Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unable to test for weak battery alarm and the operating currents due to no button response. Used a test keypad, unit responded properly to button presses and the time advanced. No frozen screen noted. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.